Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no drive or motor anomaly on the device. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 496 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via manual injection and the insulin pump. Customer's mother advised the insulin pump made an unexplained ticking noise. Customer performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose via healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.